Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. (B)(6).

Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating the system speaker is defective. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
A philips remote service engineer (rse) confirmed that after the repair to the system housing the speaker stopped working. The rse confirmed the device speaker had sound at the time of the reported event and after a speaker was replaced, the device issue was resolved. Based on the information available and the testing conducted, the cause of the reported problem was faulty speaker. The reported problem was confirmed.